Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving battey charger faults. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to a shorted q1 current controlling transistor on the bedside board. The root cause for the defective q1 component could not be positively identified. No adverse event resulted from the defective battery charger/modem. The pt rec'd a replacement charger/modem.